Event description:
Rep reported that just prior to surgery, the surgeon looked at (B) (6) and noticed debris. Hospital claims that the instrument is hard to clean. As a result the surgery was cancelled.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.